Event description:
It was reported that the patient had an advance sling implanted on unknown date. The patient was later implanted with an artificial urinary sphincter (aus) device due to dissatisfaction. After undergoing radiation the patient was still leaking. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.